Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading of 60-70 mg/dl with the adc freestyle libre sensor. The customer self-treated with food per low readings, and then obtained a built-in meter blood glucose reading of 375 mg/dl. The customer was experiencing pain and nausea, and went to the hospital. A unspecified laboratory test was run, the customer hospitalized overnight, and treated with fluids, pain reliever, and insulin. There was no report of death or permanent injury associated with this event.